Event description:
It was reported to boston scientific corporation on august 21, 2008 that a polyflex esophageal stent device was used during an esophageal stent placement procedure in 2008. According to the complainant, during preparation, the stent continued to infold. The procedure was completed with another polyflex esophageal stent device. There were no patient complications reported as a result of this event. The patent's condition at the conclusion of the procedure was reported as "fine."

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.